Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer, upon arriving on site, no issues were initially found. However, all rear connections for auxiliaries 4.1 and 4.2 were reseated. Additionally, all row boards for 4.1 were reseated to ensure optimal performance. The system was then tested and confirmed to be functioning correctly. The operation was further verified by the user, using the inventory application, with no issues reported. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had multiple pockets failed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.